Event description:
The hcp reported that the device was explanted after an implant duration of 44 months. The pt was receiving baclofen via the drug delivery system. No pt symptoms were reported. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
H6 - the device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.